Event description:
The account alleged the bed exit will not alarm. No pt impact.

Manufacturer narrative:
The account did a function test and could not find any issue; the bed exit functioned as designed.